Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02965, related manufacturer reference number: 2938836-2020-02966. It was reported that the patient with bradycardia presented with incision leakage due to redness and swelling of the pacemaker pocket on (B)(6) 2020. The physician judged the pocket infection and treated the patient with debridement and antibiotics. On (B)(6) 2020, the pacemaker and all leads were explanted and replaced. The physician believed that the infection was due to poor postoperative management. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.